Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: a review of the black box indicated reboots had occurred on 06/29/2015. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. Investigation revealed that the battery compartment was cracked. The battery cap was unable to fully tighten. Additional testing for the alleged power issue could not be completed because the keypad buttons were unresponsive. The keypad was intact with no evidence of physical damage. The keypad cover was removed and no defects were found with the button contacts. The pump casing was removed and there was evidence of moisture contamination on the keypad flex and keypad connector. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had an unspecified power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.